Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the guidewire was found kinked at approximately 55.0 cm from its distal tip and the guidewire nitinol was separated at approximately 9.5 cm from its distal end. Under magnification, bubbles with uncollapsed dome and collapsed dome were found on the guidewire, several places approximately 14.0 cm section from its distal end. Uneven swelling was noted at the distal tip hydrophilic coated section and the hydrophilic coating felt bumpy at the section where the bubbles were located. No other anomalies were found. Functional testing could not be performed due to the condition of the returned device. The cause of guidewire fracture and the uneven swelling, the bubble and the bumpy texture on the hydrophilic coating are unknown; therefore, an assignable cause of undetermined was assigned to the as analyzed issues 'nv ¿ guidewire coating issue¿ and 'nv - guidewire broken/fractured'. Since the reported kink on the guidewire was discovered upon opening of the package, the issue was likely due to handling of the device or portion of the device upon removal of the device from the packaging; therefore, a cause of handling damage was assigned to the as reported and analyzed issue 'nv - guidewire kinked bent'.

Event description:
Analysis of the returned device found that the guidewire was broken. No patient involvement was reported.